Event description:
A stryker core micro drill was sent in for overheating during regular maintenance check. There was no pt involvement; no adverse consequence was associated with the event.

Manufacturer narrative:
The device was received for eval. During the quality investigation testing, overheating was not duplicated; the device functioned according to specs. It is not possible to determine the exact cause of the failure; however, the device was cleaned, lubed, adjusted and returned to the customer.